Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump placed for the support of the patient admitted into tertiary center after transfer from the community with extracorporeal membrane oxygenation (ECMO). The 5.5 was placed an ECMO explanted. The team had the pump supporting when there was a hematoma at the ECMO site, bleeding at the axillary site, a fever, and an arrhythmia of junctional escape rhythm. The pump supported additionally with sleeve damage. The pump was explanted after transplant and 28 days of support.

Manufacturer narrative:
The investigation for the reported arrhythmia and product damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia and product damage could not be determined.